Event description:
It was reported that patient with cervical stenosis had initially undergone an anterior cervical discectomy and fusion (acdf) at levels c3-c7 with a cervical plate and screws. During a routine follow up exam, radiographs revealed that one screw at c7 had loosened anteriorly. The loose screw was surgically removed in a revision surgery but not replaced. It was reported that fusion had occurred for this patient. All fragments of the broken screw were retrieved during the revision and no patient complications were reported.

Manufacturer narrative:
(B)(4). Product analysis: visual and optical inspection of the top (anterior) face of the screw head identified significant plastic deformation around ~90 degrees of the outer diameter of the head, and spiral or circular witness marks just below the head, consistent with bone screw back out. Inspection of the bone screw head outer diameter and major thread diameter found both dimensions to be within print tolerance. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implant components; unable to determine specific root cause of the foregoing event from the available information.